Event description:
Pk dissector was inspected prior to use per policy. After using the robotic instrument for over an hour, the surgeon noticed that it had frayed. Surgeon tried to remove the instrument from the port but the instrument malfunctioned and could not be removed from the port. The port and instrument had to be removed from the pt (with instrument stuck in port and tip exposed). Once outside the pt's body, the instrument had to be forcefully removed from the port. Upon inspection, it was noted that one of the cables at the tip of the instrument was broken. The trocar was also removed from pt. The trocar was flushed and found to have a piece of cable inside the trocar. Per policy, an intra-op x-ray was taken and was negative. A new port and instrument were used thereafter.